Event description:
On (B)(6) 2015, the patient had a greenfield filter implanted into the inferior vena cava. On (B)(6) 2017, the patient underwent a lower extremity venous duplex ultrasound which revealed the filter subjected him to chronic nonocculsive deep vein thrombus. On (B)(6) 2017, patient underwent a CT scan of the abdomen and pelvis which revealed multiple struts of the filter had perforated through the wall of his inferior vena cava. The CT scan further revealed the struts perforating the anterior portion of the inferior vena cava to be abutting the duodenum and small intestine. The patient continues to experience sharp pain in the abdomen approximately one to two times per week. It was further reported in a CT scan on (B)(6) 2017: there is an inferior vena cava filter. The superior most aspect of the filter is immediately below the left renal vein and at the level of the right renal vein. Inadequate opacification of the inferior vena cava in order to evaluate for patency. The CT scan report for (B)(6) 2017 indicated: inferior vena cava filter is present. No evidence of compression on the inferior vena cava. Inadequate opacification of the inferior vena cava for evaluation of possible clot within the filter. The filter was noted to be overall stable. On july 25, 2017, the referring physician reported that there is "no major abnormality with the ivc filter however, it appears that a few of the struts on the anterior surface of the vena cava come very close to the third portion of the duodenum but I don't clearly see any penetration of ivc filter strut into the duodenum or small bowel." At the time, the physician recommended the patient see a gastroenterologist for a possible egd or a upper gi with small bowel follow-through to make sure that there is no abnormality with the second third or fourth portion of the duodenum in relation to the ivc filter struts. If no abnormalities with the gi testing, repeat CT scan in 1 year.

Event description:
On (B)(6) 2015, the patient had a greenfield filter implanted into the inferior vena cava. On (B)(6) 2017, the patient underwent a lower extremity venous duplex ultrasound which revealed the filter subjected him to chronic nonocculsive deep vein thrombus. On (B)(6) 2017, patient underwent a CT scan of the abdomen and pelvis which revealed multiple struts of the filter had perforated through the wall of his inferior vena cava. The CT scan further revealed the struts perforating the anterior portion of the inferior vena cava to be abutting the duodenum and small intestine. The patient continues to experience sharp pain in the abdomen approximately one to two times per week. It was further reported in a CT scan on (B)(6) 2017: there is an inferior vena cava filter. The superior most aspect of the filter is immediately below the left renal vein and at the level of the right renal vein. Inadequate opacification of the inferior vena cava in order to evaluate for patency. The CT scan report for (B)(6) 2017 indicated: inferior vena cava filter is present. No evidence of compression on the inferior vena cava. Inadequate opacification of the inferior vena cava for evaluation of possible clot within the filter. The filter was noted to be overall stable. On (B)(6) 2017, the referring physician reported that there is "no major abnormality with the ivc filter however, it appears that a few of the struts on the anterior surface of the vena cava come very close to the third portion of the duodenum but I don't clearly see any penetration of ivc filter strut into the duodenum or small bowel." At the time, the physician recommended the patient see a gastroenterologist for a possible egd or a upper gi with small bowel follow-through to make sure that there is no abnormality with the second third or fourth portion of the duodenum in relation to the ivc filter struts. If no abnormalities with the gi testing, repeat CT scan in 1 year. It was further reported by the patient that the filter struts perforated the vena cava and a few were very close to the duodenum. The patient stated that physical pain, mental anguish, emotional distress, and physical impairment were experienced. The patient was concerned that the filter may fracture, migrate, perforate other organs, and cause serious injuries or death. However, it was noted that there was no fracture, no tilt, and no organ perforation. On (B)(6) 2011, the patient presented to the emergency department and was given warfarin (coumadin) 7.5 mg tablet. On (B)(6) 2014, the patient underwent a nm lung vent and perf radiology procedure for other chronic pulmonary heart diseases, which revealed a high probability for pulmonary embolus. On (B)(6) 2015, the patient was referred for a pulmonary consult for pulmonary vascular disease and candidacy for pte. It was noted that the patient had sustained left leg trauma in 2006 while in prison. This resulted from a fight with another inmate, where pain and swelling was noticed in the left calf. The patient was advised that this was likely due to superficial thrombophlebitis, and was not on medical therapy. The patient noted the gradual onset of exertional dyspnea starting in 2007. When the patient was released from prison in (B)(6) 2011, the symptoms worsened. Further evaluation at that point revealed pulmonary embolus. The patient was placed on warfarin and had remained on warfarin since then. The patient was noted to have evidence of cteph. A pte evaluation had been ongoing. The patient was referred to undergo right heart catheterization and pulmonary angiogram and, if warranted, a coronary angiogram by the hospitals cardiologist. The patient was instructed to hold lovenox in the morning. If the patient was a pte candidate, the patient would have an ivc filter placement prior to surgery. It was noted that further plan of care would be dictated by the findings of the angiograms. On (B)(6) 2015, the patient underwent a greenfield filter placement in the inferior vena cava. The procedure was completed. No patient complications resulted from this procedure. Following the procedure, the patient was sent to the recovery room for two hours, and was then discharged from the hospital. On (B)(6) 2015, the patient underwent a nm lung vent and perf radiology procedure for other secondary pulmonary hypertension, other pulmonary embolism without acute or pulmonale, and other primary thrombophilia. The procedure revealed a decreased prominence of previously noted perfusion defects with no new or enlarging perfusion defects. It was noted that the findings more likely represented residua of old pulmonary emboli than new or intervening pulmonary emboli. On (B)(6) 2020, an axial CT scan of the chest, abdomen and pelvis was performed to view placement of the ivc filter, which revealed the inferior vena cava filter in the expected infrarenal position, without evidence of complication. There was no sign of acute thoracic, abdominal, or pelvic disease. Findings of saccular 13mm right middle lobe pulmonary artery aneurysm and apparent chronic low density, minimal enhancing splenic 2.4 em lesion, likely benign hemangioma or lymphangioma were noted. The inferior vena cava filter was in the expected position, without evidence of complication. On (B)(6) 2020, the patient was prescribed a warfarin 10mg tablet. No further complications were reported in relation to this event.

Event description:
On (B)(6) 2015, the patient had a greenfield filter implanted into the inferior vena cava. On (B)(6) 2017, the patient underwent a lower extremity venous duplex ultrasound which revealed the filter subjected him to chronic nonocclusive deep vein thrombus. On (B)(6) 2017, patient underwent a CT scan of the abdomen and pelvis which revealed multiple struts of the filter had perforated through the wall of his inferior vena cava. The CT scan further revealed the struts perforating the anterior portion of the inferior vena cava to be abutting the duodenum and small intestine. The patient continues to experience sharp pain in the abdomen approximately one to two times per week.